Manufacturer narrative:
(B)(4). The device was not returned for analysis. In this case, it is likely that the rupture occurred due to interaction with the lesion which was described as a chronic total occluded de novo lesion with heavy calcification. It is likely that the calcification caused damage to the outer surface of the balloon. It should be noted that the armada 14 percutaneous transluminal angioplasty (pta) balloon catheter instructions for use states to prepare the catheter prior to insertion into the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a chronic total occluded de novo lesion with heavy calcification in the mid anterior tibial artery. The 2.0x120mm armada 14 balloon catheter was not prepped outside the anatomy prior to use. The catheter was advanced to the target lesion without resistance; however, loss of gauge pressure was noted. The balloon had ruptured at 10 atmosphere (atm) during the 1st inflation. A new 2.0x120mm armada 14 balloon catheter was used in the procedure successfully. There was no adverse patient effect. No additional information was provided.